Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque procedure where the valve was removed from box/container and upon inspection of valve before rinsing began, two small pieces of what looked like thread was see on the bovine leaflets. Upon rinse the threads did not move and neither upon touch. Another valve was opened and loaded into the delivery system and the case was successful. The clinical specialist could not confirm if the valve was visually inspected prior to valve ID tag removal. They were not able to confirm if the valve was received with the particulates on it prior to valve ID tag removal. It was confirmed that the valve tag removal and visual inspections were preformed using hemostats. It was believed that any of the team actions should not have caused the particulates in the or. Also, the valve did not come in contact with any towel or placed on any drape after removal from container and before identifying the particulates. Upon investigation of the returned device, the particulate was noted to be movable.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h3, h6 and h11 the complaint for particulate was confirmed with objective evidence. Two particulates were found on the returned valve. With the evidence provided and the manufacturing and quality inspections in place, it is likely that the suturing cutting process during device preparation is the root cause. During the manufacturing process, all valves are 100% visually inspected for particulates. Therefore, it is highly unlikely that a manufacturing nonconformance contributed to the event.